Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor would no stay inserted and would not communicate with her insulin pump. Her blood glucose was 140mg/dl at the time of reporting. The sensor is being returned. No additional information was reported.